Event description:
Ous MDR - on (B)(6) 2016 this patient had his ICD replaced because one day after the first shock, it lost telemetry. The ICD was only implanted 4 days. This ICD was then implanted. Right after the first shock of this ICD, telemetry was lost again. On (B)(6) 2016 this ICD was explanted and the rv lead was capped because it had stuck on the superior vena cava. The patient is a (B)(6) year old male.

Manufacturer narrative:
On 04/28/17 - received an additional analysis report. Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to the damaged lead insulation. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore the ICD was opened and the inner assembly inspected. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD and the damaged lead insulation observed during the lead analysis. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of the battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
This ICD and the associated ICD were returned for investigation and subjected to an extensive analysis. Both icds presented similar damage symptoms. The analysis revealed that the output stages of the high voltage circuit had been damaged in both cases. This damage indicates a shock delivery into an external short circuit, consistent with the spots of molten titanium observed during the visual inspection of the icds and the damaged lead insulation observed during the lead analysis. The analyses of the lead and the icds did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.